Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive any therapy during the oversensing. The programming changes have been discussed but has not been performed yet.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected.

Event description:
New information states that the device was explanted and replaced on an unknown date. No further information was available.